Event description:
The customer reported that the system would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and found that the cpu battery voltage was low, but further repair information is not available. It was reported that the system was tested and found to working as intended and returned to service.